Event description:
The following information was received from the tropical study; on 2006: the patient was hospitalized five months earlier for a period of 1 month for CABG (lima; lad and rima; m1) this event was reported as resolved and unrelated to the index procedure and device.